Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.

Event description:
As reported in a literature article (matsumoto, yoshihisa ,et al. ¿onset time of ischemic events and antiplatelet therapy after intracranial stent-assisted coil embolization¿, journal of stroke and cerebrovascular diseases, (2013): pp 1-7) a patient (patient # 5) experienced transient mild left upper arm weakness 12 days following stent-assisted coil embolization of an unruptured right middle cerebral artery aneurysm while on dual anti-platelet therapy. An enterprise stent (lot and catalog numbers unknown) and unknown coils were used for the procedure. MRI was negative and there was no stenosis or thrombosis on angiographic follow-up. They were increased from 2 to 3 anti-platelet medications. No cardiovascular history.

Manufacturer narrative:
As reported in a literature article (matsumoto, yoshihisa ,et al. ¿onset time of ischemic events and antiplatelet therapy after intracranial stent-assisted coil embolization¿, journal of stroke and cerebrovascular diseases, (2013): pp 1-7) a patient (patient # 5) experienced transient mild left upper arm weakness 12 days following stent-assisted coil embolization of an unruptured right middle cerebral artery aneurysm while on dual anti-platelet therapy. An enterprise stent (lot and catalog numbers unknown) and unknown coils were used for the procedure. MRI was negative and there was no stenosis or thrombosis on angiographic follow-up. The patient was increased from 2 to 3 anti-platelet medications. The patient had no cardiovascular.